Manufacturer narrative:
Pump passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test or verify prime/fill anomalies due to motor error alarm. Pump received with normal operating current. Pump passed self test. Pump passed off no power test. No unexpected weak battery alarm anomalies noted.

Event description:
Customer reported via phone call that the insulin pump was stuck on rewind process. Customer's blood glucose value was unknown. Insulin pump had weak battery alarm. Customer was able to successfully clear the alarm. Insulin pump will be returned for analysis.